Manufacturer narrative:
Exact date unknown, event occurred past 5 months from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing increased charging needs due to age. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.